Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed. No other information provided from hospital.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25134175, 25133924 and 25135611 the last 3 lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history. Several gfe attempts to the account were performed to obtain additional information. The account failed to response. If any additional information is received or the device is returned, the complaint will be reopened, and a follow-up MDR shall be submitted.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal failed. A replacement device was used to complete the procedure. The hospital did not report any patient effects.